Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unknown/unknown head/ lot # unknown; part # unknown/unknown liner/ lot # unknown; part #unknown/unknown cup/ lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02099; 0001825034-2020-02100.

Event description:
It was reported patient underwent hip revision surgery approximately one month ago due to dislocation and femoral fracture. It was noted that bones are osteogenic. Attempts have been made and additional information on the reported event is unavailable at this time.